Manufacturer narrative:
(B)(4).

Event description:
The patient reports her stimulation was ineffective despite multiple reprogramming attempts. The patient alleges one of the leads was broken and was not providing stimulation, however; no one from sjm met with the patient or was present during the explant. The patient underwent surgical intervention on (B)(6) 2015 where the entire scs system was explanted.